Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the vizishot 2 flex pulmonary needle was found not be working correctly and was not reentered in the patient. The procedure was completed with a new needle. There were no reports of patient harm.